Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer does not know if they were having issues with the meter or pump. The customer also reported issues hearing the pump alerts and pump vibration has issues with the light feature on the pump. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call was not completed. The insulin pump will not be returned for analysis.